Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the probe had been bent. The fse replaced the blood sampling valve (bsv) resolving the issue. The bsv was returned for evaluation. If the evaluation identified additional significant information, a follow-up MDR will be filed. Failure mode was identified: failure mode is related to the bsv; pending part evaluation. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to generate erroneous results for all parameters in secondary mode due to possible carryover. Product labeling evaluation: per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. (B)(4).

Event description:
Customer reported the rinse block was hitting the front cover of the coulter lh 500 hematology analyzer as it descends to clean the probe. There were no erroneous results in connection with this event. There was no death, injury or affect to patient treatment.